Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl in the morning. The customer stated that the low bg was due to not eating breakfast. The customer ate oatmeal; however, as oatmeal causes the customer's bg to go high, the bg elevated to 320 mg/dl. A correction bolus was delivered. The customer declined tandem technical support's offer to follow-up.